Event description:
Pt underwent a right total hip replacement in 1999, at an outside institution. In 2000 pt presented to the orthopaedic clinic with a three week history of increased pain in hip especially with weight bearing. On x-ray it was noted that the metal cage on the prosthesis had fractured at the third scew up from the bottom and had bent approximately 30 degrees into the pelvis. The hip was noted to be still located, but the cup was migrating into the pelvis along with the remaining piece of metal. The pt underwent another hip replacement.